Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: thrombosis. Device issue: none. It was reported that the pt had two lesions, one in the proximal lcx and the other one in the distal-lad. One xience v stent was placed in the lcx (proximal lesion) and another co's stent was placed in the distal lad. The routine drugs (plavix + aspirin) were also provided to the pt after treatment. But the pt felt discomfort after 5 days of treatment. Stent thrombosis was found in the left side. The pt underwent surgery for treatment.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Thrombosis, as listed in the xience v instructions for use, is a known risk associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, the hospitalization is likely a secondary effect of the thrombosis. However, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.